Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Mother send and email on customer behalf. The customer's mother is concerned with tests results from results obtained of 500's mg/dl. The customer's expected fasting blood glucose test result range is 80 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer's mother refused to provide any information. Email- "I just got a page from a mother ((B)(6), child), pho# (B)(6), who said that "the school rn is concerned because the meter (true metrix) is not reading correctly. The true metrix is reading in the 500's when they finally get a reading and she will double check it with school meter that reads in the low 100's. This concerns her because she is afraid to give her insulin." As we all know, this has been a long on-going issue, with letters and phone calls to trividia dating back to (B)(6). When I spoke with rep with company around (B)(6) due to multiple complaints from parents, he said that he is so busy and has to work through (B)(6) due to the multiple calls regarding this issue. It's hard for me to believe that there are no other complaints coming in." Ccr was able to make contact with (B)(6) in regards to her daughter (B)(6) getting high results on the meter. The daughter is not and was not having any symptoms of high blood sugar now or when the blood test was taken. The mom is very concerned that the meter is not working correctly and is giving higher numbers than expected. She does not trust the meter and is concerned because her daughter takes insulin on a sliding scale. The mom declined to provide the last 5 results from the meter's memory and refused to answer any further questions. She also declined a new meter/strips being sent out since the doctor has ordered her daughter a new meter. She refused to send the products back for investigation. No products will be returned.